Event description:
On (B)(6) 2009 the patient reported that about 1 month ago he noticed the display of his insulin infusion device was cracked. He stated he can still read the screen and he has continued to use his device without any issues. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.